Event description:
It was reported that the patient never had stimulation in the correct spot while stimulation was turned on. The patient was getting stimulation in their abdominal area instead of their legs. The patient had a lead revision. The physician moved up both wires higher as the leads were placed too low for initial implant for the pain pattern. The patient was doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).